Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system and confirmed the communication issue with the electronic picture archiving and communication systems (pacs) to receive exams. The site is using a different way to view the exams until the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a fusion system. It was reported outside of a procedure that the system cannot communicate with the electronic picture archiving and communication systems (pacs) to receive exams. The manufacturer representative (rep) noted that the site has made some changes to their it department and that this could be the cause. No patient was present at the time of the event.

Manufacturer narrative:
The software investigation found that the behavior described is the intended behavior of the software. The software is functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a fusion system. It was reported outside of a procedure that the system cannot communicate with the electronic picture archiving and communication systems (pacs) to receive exams. The manufacturer representative (rep) noted that the site has made some changes to their it department and that this could be the cause. No patient was present at the time of the event.